Event description:
During a standard procedure, a dental electrical handpiece got hot and burned a pt. Location of burn is not known. No medical care was necessary.

Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned a pt. Location of burn is not known. No medical care was necessary. An analysis of the handpiece was not possible as the customer declined to send it in for eval. Handpiece was never sent in for service since purchase (B)(6) 2006. Dentist stated that 4 patients have been burned with 2 handpieces. The other 3 burns are reported using the serial # of the second handpiece. For further details, see also MDR#: 3003637274-2011-00024, 00025, 00026. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4).